Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. Physio-control advised the customer that the device is no longer supported by physio-control and that, as a result, neither service nor replacement parts are available. Physio-control recommended that the device be permanently removed from service and that a replacement unit be obtained. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had a service indicator present and that ECG could not be obtained through any means (ECG cable or paddles lead). As a result the need for therapy could not be determined. Additionally, since no ECG is available via paddles lead ECG, defibrillation may not be possible if it were necessary. There was no patient use associated with the reported event.